Event description:
It was reported that, the pt stated that the surgeon put the ends on the bones and nothing in between. The pt has been experiencing pain since before the surgery and has not been pain free since. Doctor (B)(6) did a scope in (B)(6) 2012 to try to find the source of the pain but the pt was unsure of the results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.